Manufacturer narrative:
Explanted date: (B)(6) 2014. Additional information was received that the patient's infection was located at the back, on both sites. Symptoms were fever, pain and tightness in the back. The patient was given antibiotics intravenously for 6 months. There was no information if the infection was caused by the device. The patient underwent an entire system explant. Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model #: sc-4316, lot #: 16920412, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg was explanted in an emergency surgery due to a (B)(6) infection.

Event description:
A report was received that the patient¿s ipg was explanted in an emergency surgery due to a (B)(6) infection.